Manufacturer narrative:
Investigation not complete. Product is not available. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly the plate broke 2 months after surgery. Plate was removed in the revision surgery, the patient admitted to going to boat show few weeks after surgery. The healing occurred even after the break.